Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they allege insulin pump was under delivering. The customer¿s blood glucose level was 369 mg/dl. Customer stated that they experienced high blood glucose level and was recommended to treat with syringe. Customer stated that they alleges insulin pump was under delivering due to they putting in same amount of insulin all day for bolus and blood glucose not coming down only a shot brings her blood glucose down. The customer experienced symptoms such as nausea. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer declined to performed high pressure test and did not want to go over her insulin pump settings. The device will not be returned for analysis.